Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a battery issue. During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. The user interface module master software version is 5.06.00, which is classified as unremediated. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was evaluated by a field service engineer on-site at the customer facility. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of battery issue. The root cause was determined to be depletion of the main batteries. The main batteries and harness were replaced to resolve this issue. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause investigation will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).